Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm up button is not working. There was no report of pt injury.